Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: web/email.

Event description:
Reported discrepant sars result for 1 mildly symptomatic consumer. The consumer communicated that they tested positive with quickvue otc and negative with another rapid antigen assay. Consumer believed quickvue otc test to be accurate based on their symptomatic status. 3 additional consumer events were also communicated which are captured on separate reports. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.